Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Med watch # mw5064113.

Event description:
It was reported the guide wire became shredded with the coil separating from the wire. No additional information is available.